Event description:
It was reported to clinical affairs from trial site that an edwards aortic bioprosthetic valve was diagnosed as regurgitant seven (7) years after implant. Patient was enrolled in clinical trial for implant of an edwards transcatheter aortic bioprosthetic valve inside the subject valve (valve-in-valve). The procedure was scheduled for (B)(6) 2013 but was subsequently cancelled/postponed due to a stroke. Requests to the healthcare provider to obtain additional information (medical records, patient status, etc.) Were denied due to patient privacy policy. There is no information to suggest that the stroke is related to the edwards device. No intervention has yet been performed.

Manufacturer narrative:
Records for this patient were requested from hcp but were denied due to patient confidentiality. Structural valve deterioration (svd) is the most common reason for bioprosthetic stenosis and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this stenosis cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.

Event description:
Update received from hcp indicates patient was reintroduced to clinical trial and subsequently received implant of a trancatheter bioprosthetic valve within the existing valve. Patient is reported as stable.